Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient's wife reported that patient was found collapsed in their kitchen with a cgm reading of 45 mg/dl. The reporter had no idea what time the patient collapsed nor how long he had been down at the time of his discovery. Therefore, the behavior of the display device at the onset of symptoms was unknown. There was no information of cgm values, alerts, or alarms at the onset of symptoms. No bg was taken at the time of the patient's discovery. The spouse called an ambulance and the patient was taken to the emergency department around 11:00pm. The spouse could not recall the exact number taken by the ambulance or ed, but recalled that it was low. The hypoglycemia was treated with glucagon gvoke pen. The patient was treated further with an IV, glucose, and snacks. The patient experienced rebound hyperglycemia post treatment which was treated with insulin shots. The patient was discharged at 4:00am after 5 hours. At the time of the report 6 months later, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.